Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in canada, 7 years and 2 month post implant of an edwards sapien xt transcatheter heart valve. Procedure, an echo test showed that the valve required an intervention.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings. Corrected h6- investigation conclusions. The device was not returned for evaluation as it remains implanted. The complaint for valve calcification was unable to be confirmed due to unavailability of medical record/relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. While edwards durability testing of sapien xt valves meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction; therefore, it is not included in the risk management file. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing to reduce calcification variability and lower calcification. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As noted, "implant of edwards sapien xt transcatheter heart valve. The patient had reduced exercise capacity since then, follow-up echo 7 years and 2-month post procedure showed increased transvalvular gradient. The root cause of the increased gradients was svd/calcification". Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Updated b5 and h6-component code, clinical code, device code.

Event description:
As reported, reported from our affiliates in canada, 7 years and 2 months post implant of an edwards sapien xt transcatheter heart valve, the patient had reduced exercise capacity. Follow-up echo showed increased transvalvular gradient. A CT scan was performed which ruled out valve thrombosis. The root cause of the increased gradients was structural valve deterioration/calcification. The patient will have additional exams to decide about next steps and was transferred to a cardiac surgeon. Surgical aortic valve replacement with a mechanical valve has already been discussed.